Event description:
I had lasik surgery sometime in 2001. I am not sure of the exact date. I was extremely near-sighted prior to the surgery. My prescription was -9.5 in my right eye and -9.0 in my left eye. I started wearing glassed in approx. 5th grade, and contacts in 6th grade. I was very athletic my whole life and I hated to wear glasses, and so wore contacts all the time except for right before bedtime when I removed my contacts to go to bed -and I needed to wear my glasses literally, to find my way to the bed, the bathroom, etc. I was unable to see the clock by my bedside, unable to see a person's facial features a foot in front of me. I was very comfortable wearing contacts and they never ever bothered me one bit -beside the fact that you had to put them in and take them out everyday, buy solution, etc. So that is the background. I decided to get lasik. My father had successful rk in the late 1990's. Two of my sisters and a brother had successful lasik in the year or two prior to my lasik. I decided, why not me? It worked for them. I come from a family of 11 and we are practically all near-sighted to some degree, pretty severely in 4 or 5 of us. Upon my consult w/ the lasik doctor, he tested my cornea and said that it was probably thick enough to do the surgery, but wasn't sure it would be 100% successful, due to my severe prescription. I asked him if an unsuccessful surgery meant that I would not be able to see 20/20, but no worse off than my current condition at the time. He agreed and said, I would be no worse off. I verified that if the surgery did not work, I would still be able to wear contacts as opposed to glasses. He assured me I would. So basically, I figured, if the surgery was unsuccessful, all I would lose -or whatever it was at the time- and be right back to square one. Better than losing my eyesight. The surgery happened, and I definitely saw some improvement, i.e. I didn't have to wear my glasses/contacts to walk around the house or see the clock. However, I would consider the surgery unsuccessful. My night-vision was, and still is awful. And driving at night in the rain, forget it! I couldn't see the lines on the road, had a very severe depth perception problem, as in how close or far away is that car in front of me?, and the headlights on cars coming toward me were like big huge starbursts. I could not tell the difference sometimes between oncoming car headlights, street lights from above, and tail lights - at least these are red, so that clued me in. They all just looked like huge, huge circles of light. I had about 4 enhancements on my right eye in the next two years approx., but to no avail. I actually developed astigmatism, my regular eye doctor told me, which I had not had previous to lasik. To make a long story short, I wear a contact in one eye, that eye is very dry, especially in air conditioning or direct heat - aka blowing from a car heater, and I don't see nearly as good as I did with my contacts pre-lasik. I wish I never would have gotten the surgery. I advise anyone w/ sight as bad as mine not to get lasik. Now, the shape of my eye -cornea- has changed so much from all of the enhancements that no contact will fit comfortably on my eye. I've tried about 5 or 6 different makes and models, even gave up at one point and wore glasses. I was furious and very sad, broke down in tears on many occasions. My eye doctor found this contact that works the best for me for now. As I said my eye is dry, but I will continue to wear it until I cannot stand it. There may come a time when glasses will outweigh dry eye. As for my left eye, I do not wear a contact. However, it is not 20/20. Can get along with it with the help of my contact-dependent right eye. I think it is actually far-sighted now -caused by the surgery. So there is really nothing I can do about that eye. Dates of use: 2001 - 2008. Diagnosis or reasons for use: near-sightedness.